Manufacturer narrative:
Literature citation: gatzinsky, k., brink, b., eyglóardóttir, k. L. & hallén, t. Long-term explantation risk in patients with chronic pain treated with spinal cord or dorsal root ganglion stimulation. Reg. Anesthesia pain med. Rapm-2024-105719 (2024) doi:10 .1136/rapm-2024-105719. A2 & a3a: please note that these figures represent averages of the entire study population and are not specific to the patients reported in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: it was reported that 32 patients required device explant as of their five-year follow-up. 22 of these patients underwent explant due to diminished pain relief. The remaining 10 patients were explanted for unknown causes. The authors noted that possible other causes leading to explant were classified as conditions requiring MRI, infection, frequent dislocation, no longer any pain requiring scs treatment, uncomfortable stimulation or ipg pocket pain; however, it was unknown which applied to the manufacturer¿s remaining explants. Additional information has been requested, but not received at this time. It was noted that this figure did not include explants to replace depleted inss.